Manufacturer narrative:
Qn#: (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that "perforated packaging. Defect found during product inspection and labeling. There was no patient involved.

Manufacturer narrative:
(B)(4). The customer report of a sterility breach was confirmed through investigation of the returned sample. Visual analysis revealed one small hole on the product lidstock. Packaging and distribution were consulted, and they stated that the damage is not consistent with either of their processes. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "perforated packaging. Defect found during product inspection and labeling. There was no patient involved.

Event description:
It was reported that "perforated packaging. Defect found during product inspection and labeling. There was no patient involved.

Manufacturer narrative:
Qn#(B)(4).